Event description:
It was reported that the user accidentally forced a cartridge into the pump without rewinding while connected, resulting in unintended insulin delivery and a subsequent low glucose. The user received troubleshooting and education on proper cartridge and infusion set change and thereafter resumed normal operation. No reported symptoms. Outcomes included transient low glucose that the user treated and returned to range, with no hospitalization. Investigation included review of device reports and unsuccessful follow-up attempts to obtain blood glucose details. Investigation of this case revealed user handling error during cartridge insertion while connected to the body, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to failure to follow cartridge change procedures.